Event description:
It was reported that balloon rupture occurred. A 1.2mm x 12mm threader balloon catheter was selected for use. However, during preparation at nominal pressure, it was noticed that the balloon burst. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained. D4: lot number: updated to 0031808649.

Event description:
It was reported that balloon rupture occurred. A 1.2mm x 12mm threader balloon catheter was selected for use. However, during preparation at nominal pressure, it was noticed that the balloon burst. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the 70% stenosed target lesion was located in the severely tortuous and mildly calcified vessel. During the first inflation at nominal pressure, the balloon ruptured.